Event description:
Reporter states she received a letter from the pharmacy listing different device numbers that have issues. The reporter has had her true metrix device for about 6 months now and states it works intermittently and she receives error codes e2 and e3 and the device will stop working. Reporter uses an old meter once in awhile when the device does not work.